Manufacturer narrative:
Exact date unknown, event occurred 6 years ago. Explant date: all device components were explanted 6 years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 16278344/15741240.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. All device components were explanted and will not be returned. No further information has been obtained despite good faith efforts.